Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) and manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indications for use were non-malignant pain and chronic low back pain. The hcp reported issues with a kinked pump. The patient was not getting correct therapy. The hcp attempted catheter access port (cap) access to aspirate the catheter, and the hcp was unable to aspirate. The catheter was kinked at a 90 degree angle at the anchor site. The patient's catheter was revised on (B)(6) 2015. The hcp fixed the catheter into an s shape and tacked it down as well to prevent future kinking. The patient was doing well after the revision and getting adequate therapy. Concomitant medications and pertinent medical history were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.